Event description:
Event description cpi received information that this sweet tip rx lead was an attempted implant. The physician was getting poor measurements and wanted to reposition the lead. After several attempts to unscrew the lead, the helix was found to be stuck in the patient's myocardium.